Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant in japan had an automated impella controller (aic)/impella cp and extracorporeal membrane oxygenation supporting a patient admitted in with ventricular fibrillation. During the support of over one week, there was issues with the display on the aic. There were flashing lights but the console was not swapped out and support was continued till death from heart failure.